Manufacturer narrative:
Consumer was reportedly maneuvering his chair to position himself so he could transfer to his other power chair. While doing so user inadvertently had contacted the footrest of the other chair and tore off his toe nail. Malfunction not apparent.

Event description:
The consumer alleges he ran into the footrest of another chair when the chair he was in did not stop.